Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # 1536649 and # 1568484. Expiration date for lot 1536649 is 01/2019; manufacture date for lot 1568484 is 09/2015. Manufacture date for lot 1536649 is 01/2014; manufacture date for lot 1568484 is 09/2020. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, the patient got an infection at the surgery site where the bone graft substitute was implanted. No additional patient complications were reported.